Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Inspected two opened and used enlite sensors and performed bicarbonate buffer test per specifications. One of two sensors failed for high readings, one remaining sensor passed per specifications with accurate readings. Unable to confirm adhesive anomaly due to sensor was returned opened and used. Also found 2 sensors cannula bent unable to confirm customer received sensor in said condition due to customer returning it opened and used.

Event description:
The patient called to report a bad sensor alert and having problems with the tape not adhering. The reported bg at the time of the call was 101 mg/dl. Troubleshooting was performed, and the transmitter did not blink when connected to the sensor. Advised to replace the sensor. The sensor was removed during the call, and the cannula was bent. Nothing further was reported.